Event description:
It was reported that a user experienced hypoglycemia after announcing a usual lunch and receiving 6.75 units of insulin on the ilet system, with the user reporting that meal announcements since a recent feature release have seemed too large. Symptoms included low glucose with a nadir of 39 mg/dl and sustained values under 80 mg/dl for about one hour. Outcomes included self-treatment with oral glucose tablets and return to target range without hospitalization. Investigation included complaint intake, event characterization, and user education on troubleshooting for low glucose alerts. Investigation of this case revealed no confirmed device malfunction and an unclear cause of hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.